Event description:
During deployment of valve in tavr case the balloon of the delivery device ruptured and the valve was unable to be fully expanded. Attempts to remove the device were unsuccessful and the top of the deployment device detached. Attempts to snare the detached device unsuccessful resulting in laparotomy, open aortoiliac incision and repair. Second delivery device needed as valve not expanded. The second delivery device also ruptured but was able to be retrieved through carotid sheath. Post op taken to ICU requiring mechanical ventilation. Possible neurological insult during procedure. FDA safety report ID #: (B)(4).